Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to the latch shoulder bolt backing out. The technician reinstalled the latch bolt and the siderail is now latching properly.